Event description:
The ge oec 9800 fluoroscopy system displayed communication. Errors and vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the fluoro function and x-ray controller pcbs. Also replaced the cine bridge pcb and during testing found the single board computer (sbc) needed to be re-seated and replaced a clip that hold the sbc in place. Performance checked. No issue found with vertical lift column. Functioning normally. Possible stand-by key switch issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.